Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge the battery. The customer indicated that their biomedical engineering department would be handling any repairs needed to the device. The complainant indicated that there was no adverse effect on the pt as a result of the reported mulfunction.